Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As previously reported: it is alleged that on (B)(6) 2006 the patient was implanted with the bard/davol composix kugel hernia patch during a unspecified surgical procedure. On (B)(6) 2008 the patient underwent a unspecified procedure and the hernia mesh product was explanted. Patient allegedly has experienced significant physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. Per new complaint: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) and (device #2) on (B)(6) 2006 and (B)(6) 2008. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol two (2) composix kugel hernia patch (device #1) and (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.